Manufacturer narrative:
One medfusion pump was received with the bottom case seal missing, a scratched keypad and a cracked right plunger case. The event history log was reviewed and there was a primary audible alarm background test followed by a secondary acu watchdog alarm. The power up process and occlusion test were performed. The primary audible alarm background test was unable to be duplicated. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an intermittent acu watchdog error and a reoccurring primary audible alarm over the last few months. The errors were found during bench repair and no additional information was provided. There was no reported adverse event.